Event description:
It was reported that the atrial lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6949 lead, implanted: (B)(6) 2005. A 4193 lead, implanted: (B)(6) 2005. (B)(4).